Event description:
It was reported that during the implant procedure, it was difficult to remove the guidewire from the left ventricular lead. The guidewire was removed; the lead was successfully repositioned and implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).